Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery is deteriorating. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the philips heartstart mrx defibrillator indicating that there battery deterioration. There was no patient involvement. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the customer ordered a replacement battery to resolve the issue. The customer ordered a replacement battery; however, the battery is currently on backorder and will be provided to the customer when available. It has been concluded that no further action is required at this time.